Manufacturer narrative:
A corrected event description has been provided in section b5 - added references to the initial cumulative report submitted and added an extra source of information (cavalier study). The remainder of the information is unchanged.

Event description:
The manufacturer received information on the events through the published paper 'sutureless aortic valve and pacemaker rate: from surgical tricks to clinical outcomes' by ferdinand vogt and al. This paper reports a cumulative analysis, spanning from july 2010 to december 2017, of the pacemaker dependency after sutureless avr with the perceval prosthesis. In the retrospective analysis (july 2010-december 2017), a total of 512 patients received a perceval sutureless bioprosthesis. As part of the perceval implant procedure, post-ballooning is carried out with the size-dedicated balloon which is inflated to 4 atm of pressure for the duration of 30 s. However, since 2014, the centre started using an inflation pressure of 1.5-2atm. Thirty-two patients had already ppm implanted before the operation and were excluded from the analysis. Of the remaining 480 patients, 39 patients received a new ppm (8.1%) postoperatively during hospitalization for avr. Meantime from operation to ppm implantation was 9.8±3.3 days. Of these 39 patients, 23 patients come from the early series at high-pressure ballooning (4 atm) and the 16 patients from the series at low-pressure ballooning (2 atm). After a follow-up period of 35 months, 22 patients (56.4%) were still pacemaker-dependent and represented the 'permanent avb' group. In contrast, 17 patients (43.6%) representing 'reversible avb' recovered from pacemaker dependency over time with a documented stable sinus rhythm in 11. No patient experienced any complications at follow-up due to the implanted pacemaker. This event was already submitted on march 28, 2019 under the medwatch report ID 3004478276-2019-00143. As the serial number of the devices were unknown at that time, only one cumulative report was submitted. On 15 may 2019, the manufacturer received the serial numbers of the devices involved in the 39 cases of pacemaker implant. This case is associated with one of the patients from the 'permanent avb' group (still pm dependent at follow-up). Based on the received serial number, it was confirmed that this patient was also part of the cavalier study, so additional information was retrieved from the registry. The rhythm at weaning from cardiopulmonary bypass was temporarily paced. The patient has a complete heart block requiring a pacemaker implant on postoperative day 9. Review of the patient's records completed by the site classified the event as serious, but not an adverse device effect. The patient underwent surgery with a right bundle branch block (rbbb).

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device remains implanted, no further investigation can be performed. Nevertheless, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is therefore a known, inherent risk of the procedure; since the patient underwent the aortic valve replacement procedure with rbbb, this condition could have contributed to the reported event.

Event description:
The manufacturer received information on the events through the published paper 'sutureless aortic valve and pacemaker rate: from surgical tricks to clinical outcomes' by ferdinand vogt and al. This paper reports a cumulative analysis, spanning from july 2010 to december 2017, of the pacemaker dependency after sutureless avr with the perceval prosthesis. In the retrospective analysis (july 2010-december 2017), a total of 512 patients received a perceval sutureless bioprosthesis. As part of the perceval implant procedure, post-ballooning is carried out with the size-dedicated balloon which is inflated to 4 atm of pressure for the duration of 30 s. However, since 2014, the centre started using an inflation pressure of 1.5-2atm. Thirty-two patients had already ppm implanted before the operation and were excluded from the analysis. Of the remaining 480 patients, 39 patients received a new ppm (8.1%) postoperatively during hospitalization for avr. Mean-time from operation to ppm implantation was 9.8±3.3 days. Of these 39 patients, 23 patients come from the early series at high-pressure ballooning (4 atm) and the 16 patients from the series at low-pressure ballooning (2 atm). After a follow-up period of 35 months, 22 patients (56.4%) were still pacemaker-dependent and represented the 'permanent avb' group. In contrast, 17 patients (43.6%) representing 'reversible avb' recovered from pacemaker dependency over time with a documented stable sinus rhythm in 11. No patient experienced any complications at follow-up due to the implanted pacemaker. This case is associated with one of the patients from the 'permanent avb' group (still pm dependent at follow-up). The rhythm at weaning from cardiopulmonary bypass was temporarily paced. The patient has a complete heart block requiring a pacemaker implant on postoperative day 9. Review of the patient's records completed by the site classified the event as serious, but not an adverse device effect. The patient underwent surgery with a right bundle branch block (rbbb).